Manufacturer narrative:
Concomitant medical products: dtma1qq crt-d, implanted: (B)(6) 2018, 429888 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was intermittent double counting after biventricular pacing. Follow up concluded programming changes were made and no more oversensing was noted. The lead remains in use. No patient complications have been reported as a result of this event.